Event description:
4-30-98 1159 pm: pt noted dressing of hickman was saturated. Line flushed. Resistance noted and fluid leaking out tunnel. When line was discontinued upon exam a pin hole was noted in the red lumen (in the part of the body of catheter that would be expected to be laying in the tunnel).